Event description:
It was reported to boston scientific corporation in late 2005 that a jagwire guidewire was used in a procedure the same day (patient age, gender and weight are unknown). According to the complainant, the jagwire guidewire was inserted after cannulation. A stent was inserted along with the guidewire, without difficulty. After the stent was removed, the guidewire's ptfe coating was found to be torn lengthwise. The procedure was completed with another jagwire guidewire. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual inspection revealed a cut sheath, exposing the core wire. The cannulation process may have contributed to the sheath damage; however, the exact cause of the failure cannot be determined.